Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The upstream occlusion alarm was confirmed through eval as well as through review of the event history log. This condition was determined to have been caused by a wide inscribed pin dimension. The upstream sensor assembly was replaced.

Event description:
During baxter's eval, a spectrum pump had upstream occlusion alarms. There was no pt involvement.